Event description:
Regarding the abbott freestyle recall for all omnipod users. I am the parent of a (B)(6) with type 1 diabetes that uses both products. My first and foremost concern is regarding the accuracy of the abbott freestyle test strips. There was a recall of the strips in november 2013 (which I learned of online only). At that time, the stated reason for the recall was for erroneously low readings for a number of the meters including the omnipod pdm. Now there is another recall for the same stated reason just a few months later for omnipod users only. Why? Was the problem not fixed? I am also concerned about the notification process for consumers. We never received a notification for the november recall. On (B)(6) we received a (B)(6) package with a letter from omnipod dated february 19 and a letter dated february 14 from abbott about the current recall. Are companies required to notify consumers of recalls within a certain amount of time? Finally, abbott's customer service is horrible. I called abbott immediately upon learning about the most recent recall on (B)(6) on (B)(6). The customer service representative was horrible. She could not answer any questions regarding affected lots, asked me the same questions repeatedly and could not explain why she was asking me for insurance info. I was told my son would receive 4 new boxes of test with 3 days. After receiving the (B)(6) letters, I called back on (B)(6) and found out they had no record of my call (the previous rep never gave me a case ID). They should be ashamed of such poor customer service, especially when the pt is a child. Is the FDA investigating the accuracy of abbott blood glucose test strips? Does the FDA have a requirement companies must meet when notifying customers of recalls?